Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was herniated and received attached to the powered adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. A stray wire clipping caused a short on the motor board in the handle causing the motor to move in an unintended direction. Improvements have been initiated to mitigate this condition. Based on the evidence available the reported condition was confirmed however the failure is being attributed to the powered handle. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a gastric sleeve procedure, the handle was prepared for use. When an attempt was made to open the jaws as part of the preparation and before use on the patient, there was an abnormal surging sound. The knife advanced and protruded though the articulation joint, and the reload articulated 45 degrees. When attempting to straighten, open, and remove the reload, the reload became partially disconnected from the adapter. The reload could not be fully removed from the adapter. The reload and adapter were then removed together from the handle. A second adapter was placed on the handle, but a reload could not be connected. The firing rod in the adapter appeared to be protruding. The patient was not involved at the time this incident occurred. The procedure was completed with a new shell and a new reload.